Manufacturer narrative:
Product ID 8731sc, serial# unknown, explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: patient oucome: it was later reported that patient was fine and okay at home. Therapy was successful again.

Event description:
It was reported that patient had experienced symptoms of headache and pain. They checked the pump logs and indicated that intra-operative tests were done twice with ¿contrast medicament¿ to check leaks in the catheter. The pump connector was stated to be leaking and to have been migrated/dislodged. Patient underwent a revision wherein the pump and pump segment were replaced. Drug delivered via the device was bupivacaine.

Manufacturer narrative:
Analysis of the returned pump revealed no anomaly normal device function. Returned for analysis was also a partial catheter proximal segment. Analysis of the catheter revelaed sc connector/coring-tears-cuts in seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.